Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is a sample at low titer near the limit of detection where results can waiver. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. It is possible that a low level of laboratory contamination could cause a low viral load in the sample. Sample handling issues cannot be ruled out, including storage and possible cross-contamination. This is a sample-specific issue and the reagents are performing as expected. Corrected b6 to reflect that run# (B)(4) is a retest (not an initial test) of the originally collected sample. Updated a code from false negative result to non reproducible results

Manufacturer narrative:
As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was initially tested twice on the cobas sars-cov-2 & influenza a/b test using the same cobas liat analyzer and generated negative results for all targets. The same sample was retested on the cobas influenza a/b & rsv test using a different cobas liat analyzer and generated a positive result for influenza a. Influenza a positive result was released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.